Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
User facility medwatch received: " event description: when we cut down, we found that the perclose appeared to dissect the artery, there was actually plaque coming out of the arteriotomy which was not completely closed. There was 1 perclose that was seen at arteriotomy and another perclose that had actually fired high up in the proximal common femoral artery and dissected plaque here and tore a little bit of the artery here. We cut this area open, did an endarterectomy of the common femoral artery to basically the sfa and profunda origins with good end-points. We did a femoral thrombectomy with some clot coming out of the sfa, and there was clot actually seen in the common femoral artery also. Once we did all this, we flushed everything, did a bovine pericardial patch angioplasty of common femoral artery going onto the sfa. When we were done, we had a palpable popliteal pulse and a dopplerable biphasic dorsalis pedis and posterior tibial signal on the left. We decided not to do fasciotomies as the patient did have some duplex flow going through the sfa and did not have profound symptoms and did not feel the patient would need fasciotomies." No additional information was provided.